Event description:
During a sacroplasty and bone biopsy using the stryker 11g access cannula. The needle broke in the patient's bone, and was intentionally left in. Manufacturer response for access cannula, ivas 11g access cannula (per site reporter): unknown.